Event description:
N/a.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received had the handle closed without the 6-inch transitional being inserted. This has caused the handle to become out of shape. The handle was reopened to accept the 6-inch transitional. The shock cushion, ¼ inch pin, and adjustment wrench were replaced due to wear. The unit was received without the button head screw. General maintenance and cleaning required. Replacement of worn parts re-opening the handle to accept the transitional. Root cause - the reported complaint was confirmed. The unit was damaged due to misuse. The handle had been closed without the 6-inch transitional inserted, deforming the hole. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the transition arm on the mayfield ultra base unit (a2101) would not fit in the locking mechanism. It is unknown if there was patient involvement; however, no patient injury was reported or surgical delay has been reported.